Event description:
It was reported that the insulin pump gave a motor error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded/loose drive support disk. No motor error alarms noted. The motor passed the motor test. The unit had cracks on the display window corners, battery tube threads, reservoir tube lip and reservoir tube.